Event description:
It was reported that during a plantar fasciitis procedure using a topaz ifs wand, the wand sparked and made an uncharacteristic noise, then stopped working. The procedure was completed by opting to do a surgical release on the pt. There was no significant delays or pt complications reported as a result of this event.